Event description:
User experienced leak from analyzer which caused printer to stop working. No injuries were reported. No patient samples involved. Field service representative determined there was a problem with the waste pump, and replaced the waste pump and printer. Performance tests were performed and within specification.